Manufacturer narrative:
Patient's exact age is unknown; however ,it was reported that the patient was over the age of 18. Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a speedband superview super 7 device was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis. No visual residue was found on the device. A visual examination of the ligator head found all seven (7) bands present with four (4) other bands moved out of position. It was noted that the ligator head teeth were damaged. The suture was noticed to be unbroken and attached to both the trip wire loop and ligator head. It was also noticed that the trip wire had been cut by the user at approximately 90 cm from the distal end. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the teeth. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a speedband superview super 7 device was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.